Event description:
It was further reported that the patient was seen in clinic and the rv lead defibrillation impedance was within normal range.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the day of implant the right ventricular (rv) lead triggered an alert for undefined high defibrillation impedance. It was unable to be determined if this alert was due to the implant procedure. It was further reported that one day post implant, the right atrial (ra) lead was undersensing during atrial tachycardia/atrial fibrillation (at/af) events which led to unnecessary pacing at times. The sensitivity was reprogrammed; however, the lead continued to exhibit undersensing resulting in unnecessary pacing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.